Event description:
It was reported that there was a high impedance of greater than 10,000 ohms on electrode 10. The patient was unable to use stimulation because they depended on electrode 10 for appropriate paresthesia. It was reported that without the use of electrode 10 the manufacturer representative was unable to get stimulation in the appropriate area to cover the patient¿s pain, thus the stimulator was not providing any relief to the patient. The troubleshooting performed included impedance testing and reprogramming. It was reported that the patient¿s stimulation was working well until they were involved in a motor vehicle accident. The lead did not appear to have moved much in the epidural space and the manufacturer representative was unsure if the lead had moved at all. The stimulator would remain off until the patient decided whether they wanted to move forward with a lead revision or replacement. It was reported that the patient had less than 50% therapy relief in their low back.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).